Event description:
Caller reported that the pump battery would not charge despite attempts with both the original and different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.